Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient obtained occlusion alarms on the reported pump for three weeks. There was no patient injury associated with this issue. Troubleshooting revealed there was no misuse of the product. A review of the pump history showed no occlusion alarms. The issue was not resolved, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation:the device has been returned and evaluated by product analysis on 11/01/2013 with the following findings:during investigation, the pump powered on to the verify screen with vibratory and audible sounds. A review of the black box and alarm history showed no evidence of occlusion alarms. A 1.0 unit/hour basal program was executed in the pump for a 24 hour period with no warnings occurring during testing. A 10 unit audio and a 10 unit normal bolus were successfully performed and both were accurately recorded in the pump history. An occlusion alarm was reproduced for testing purposes which was accurately recorded in the pump history. The occlusion alarm issue was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.